Manufacturer narrative:
The initial MDR 2517506-2016-00163 was filed on march 3, 2017. Corrected information (03/04/2017): section b5 states that the discordant results were reported to the physician(s), who questioned them. The discordant results were not reported to the physician(s), as the laboratory questioned the results.

Event description:
The discordant results were not reported to the physician(s), as they were questioned by the laboratory.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist remotely reviewed the filter data and chemistry data files which indicated a chrome mix issue. The customer stated that quality controls (qc) were within the expected ranges however, was biased high before and after the incident occurred. A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced and aligned reagent probe 1 (r1) drain and reagent probe 2 (r2) drain and the heterogeneous module pump wash tubing. The cse checked the mixers because one was spinning slowly. The cse replaced the mixer assembly. The cse decontaminated the water and chem wash as they displayed water mark, indicating possible contamination. The cse ran wash solution check. The cse replaced a defective hm vacuum wash probe sensor, recalibrated the instrument and ran system check, resulting satisfactory. The cse ran precision tests, resulting within range. The cause for the falsely, elevated ltni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin (ltni) results were obtained on patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting similar. One sample was redrawn and tested on the original dimension xpand plus with hm instrument, resulting the same as the initial results. All samples were repeated on a point-of-care analyzer, resulting lower. The point-of-care results were reported to the physician(s) as the corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.